Event description:
It was reported that a unspecified malfunction occurred. The pump's red led flashed and it beeped and vibrated at regular intervals. There was no reported impact to the customer's blood glucose level. To resolve the issue, the customer support team arranged for a pump replacement under warranty, and the customer was advised to use multiple daily injections as a backup therapy. The customer was instructed on how to place the pump in storage mode and agreed to return the malfunctioning pump using a prepaid shipping label.